Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes there was foreign matter embedded in the tube wall of one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Investigation summary: photos of 1 used sample received by bd and 1 customer provided photo were evaluated for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode embedded foreign matter was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Based on the low defect rate for the batch in question, no actions are planned at this time. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 01-jul-2025. Investigation summary: photos of 1 used sample received by bd and 1 customer provided photo were evaluated for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode embedded foreign matter was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Based on the low defect rate for the batch in question, no actions are planned at this time. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes there was foreign matter embedded in the tube wall of one device. No adverse impact was reported regarding the patient or user.